Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported the pt presented to the emergency room with a ruptured aneurysm, which was thought to be limb disunion. A balloon was inserted in the gate area in preparation for implanting a cuff to reattach the stent graft components when it was realized that was not the case. It was also reported the stent graft was 15 mm below the level of the renal arteries indicating the stent graft may have migrated and there was a type I endoleak present. An aortic cuff was successfully implanted and dilated with a balloon, but the endoleak was still present; therefore, add'l ballooning was performed in the reverse funnel shaped aortic neck after which there was a large retrograde spiral dissection. During attempts to repair the dissection, the pt coded and died. Angiograms were reviewed by an independent physician and his impression was there was evidence of a rupture due to a type 1 endoleak and it is unk if the endoleak was caused by the stent graft migrating. The large spiral dissection occurred due to over inflation of the proximal balloon, which is made by another MFR.

Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to pt condition (reverse funnel shaped aortic).